Manufacturer narrative:
As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures although an internal short was noted due to the inner coil over torqued at the connector region consistent with procedural damage and the reported event.

Event description:
During an implant procedure, there was low pacing impedance observed on the atrial lead. The atrial lead was explanted and a new atrial lead was implanted to resolve the event. The patient is stable.